Event description:
It was reported by the sales rep in czech republic that the implant on the lupine loop rapide anchor w/orthocord ds device was not placed firmly on the inserting part as standard but was loosely in front of the inserting part after opening its package. During in-house engineering evaluation, it was determined that the implant was broken from the center hole of the material plastic and plastic burr on the damage area. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspections revealed that the inserter t-handle was not received, only the implant with the sutures. It could be observed that the implant was broken from the center hole of the material plastic and plastic burr on the damage area. A manufacturing record evaluation was performed for the finished device lot number: 9l11060, and no nonconformances were identified. Based on the visual inspection, this complaint cannot be confirmed. A possible root cause for the condition of the device could be related to excessive manipulation; moreover, mishandling or procedural variables or product interaction or when an excessive force is applied on the implant, levering during set-up insertion. As per IFU, excessive tension may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.